Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose of 472 mg/dl at the time of incident and current blood glucose was 272 mg/dl. Date of hospitalization was (B)(6) 2017. The customer experienced symptoms such as nausea, headache, chills, difficulty breathing. The customer was treated with long active insulin with a sliding scale and customer was on an intravenous drip, and are trying to get her blood glucose under control. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.